Event description:
Subject (B)(4) is a (B)(6) female enrolled in (B)(4), as part of the (B)(4)study- (B)(4). The (B)(6) female subject, with no significant medical history, underwent a unilateral nipple sparing mastectomy with direct to implant reconstruction with a silicone implant and adm (acellular dermal matrix) lifecell device on (B)(6) 2014. The post-operative course was uneventful until (B)(6) 2014 (2 months post-op) when the subject started having wound healing difficulties due to seroma. The seroma caused a small wound dehiscence which did not improve with conservative treatment. On (B)(6) 2014 (post-op day 120), the subject presented with exposure of the implant. Surgical revision of the breast pocket was performed and the implant was replaced. The sae resolved without further complications on (B)(6) 2014. The lifecell device remains in place. The trial's investigator determined that this event was possibly related to the device and unlikely related to the procedure. Fluid accumulation and micro fistulae in the presence of adm have been previously observed, so adm involvement could not be excluded as a cause in the investigator's opinion. "This can happen if there is a retraction of the pectoral major muscle and adm becomes directly in contact with the incision line, in these cases the adm can cause a micro fistula but we cannot exclude other causes."

Event description:
Subject 20 is a (B)(6) year old female enrolled in protocol lfc (B)(6) 2012, as part of the lifecell sponsored post market clinical study- nava that underwent a unilateral nipple sparing mastectomy with direct to implant reconstruction with a silicone implant and strattice on (B)(6) 2014. Refer to the original manufacturer's incident report submitted on 10-16-2014 for the primary sae description of wound healing complications due to seroma. The strattice remained in place during this event. The primary sae was reported as resolved on (B)(6) 2014. This follow up/final report includes additional information related to the patient's outcome. An additional sae was reported on (B)(6) 2016 in relation to the subject/patient's outcome: in (B)(6) 2014 (post op month 8), patient 20 presented with a recurrence of the wound dehiscence which was treated conservatively. In (B)(6) 2015 (post op month 11), the patient underwent lipofilling of the right breast in order to regenerate the tissue and to close the draining wound. On the incision line, there were 3 holes (maximum 1mm) draining a few cc. The patient went to another hospital (outside the research site) with complaints regarding the recurrence of wound dehiscence with rejection of adipose tissue. The culture results were negative and the mammogram showed no abnormality. On (B)(6) 2015(post op month 14), the patient was hospitalized for breast capsulectomy surgery and replacement of right breast implant. The histopathology of breast skin and periprosthetic capsule showed: site of radial scar, granulomatous inflammation and epidermal inclusion cyst. Soft tissue with severe chronic inflammation and granulomatous giant cells, fibrous and pseudo-synovial lining. The microbiology results were negative. The patient was discharged on (B)(6) 2015, on antibiotics and pain medications. The strattice remains implanted and the sae resolved after the breast capsulectomy surgery and replacement of the right breast implant. No further complications were reported. Follow up communication revealed that the investigator replied that they have no confirmatory data about the intervention (that occurred in another hospital). In the opinion of the investigator, after so much time the strattice appeared not distinguishable from the capsule and totally integrated. As the manufacturer, lifecell is reporting this event as a continuation of the wound healing complications reported in the initial report due to the investigator's assessment that the serious adverse event (sae) of chronic wound dehiscence was possibly related to the device and probably related to the procedure.

Manufacturer narrative:
Method: review of information reported to lifecell; review of device history record for lot s11213; review of lifecell complaint system. Results: investigation into lot s11213 resulted in no remarkable findings, including acceptable sterilization and no deviations or non conformances revealed during processing. A query of the complaint management system on (B)(4) 2014 revealed no similar complaints against lot s11213. All (B)(4) devices released to finished goods from lot s11213 have been distributed. Lot s11213 met all qc release criteria. Conclusion: device not returned - the device remains implanted. This event is being reported due to the trial investigator's assessment of the event being possibly related to the device and unlikely related to the procedure. Internal investigation into lot s11213 resulted in no remarkable findings, including all (B)(4) devices distributed with no similar complaints reported against lot s11213 and device history record review with acceptable sterilization and no deviations or nonconformances revealed during processing. Although the seroma and wound dehiscence with implant exposure required surgical intervention to revise the breast pocket and replace the implant, the lifecell device was not exposed following wound dehiscence and was left in place. Seroma and wound healing complications, such as wound dehiscence, are anticipated events during breast reconstruction procedures and can occur both with and without the use of an acellular dermal matrix, such as strattice. Based on the reported information and results of the internal investigation, the events reported are anticipated post-operative complications for this type of surgical procedure and are unlikely related to the lifecell device. The lifecell device remains implanted and the sae resolved without further complications.